Manufacturer narrative:
(B)(4).

Event description:
The patient reported an error code 59 on the controller. The verify was giving her oor code. Stimulation will not increase to 1.1 volts on the right and left side goes to 1.2 and she had the stimulation up higher previously. The following screen on the controller was settings not available (screen 59). Decreasing amplitude to 0.0 ma. And trying to increase amplitude to effect (to 7ma) does not resolve message. The trial started on 12/7/2015. Symptoms reported was leaking . Event date was (B)(6) 2015. Nurse will call manufacturer representative for assistance. Additional information received from the health care professional reported that the manufacturing representative was present during the issues in 2015 and he pretty much handled it. She did not know what he did, but everything worked out fine. Additional information received from the manufacturing representative reported that he called the product manager and he stated that the most likely could not program because the lead had moved under the skin. He explained that when the lead moves back it is no longer programmable. Since the patient was on day 5 of a successful trial they just ended the trial. He believed that the patient went on to have a permanent implant.